Event description:
It was reported that the: expiratory time and peep are not in the range for the ventilator. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was received in without a valve diaphragm, knobs are not in spec at the min and max, and internal rattling is heard. Device also had minor wear and tear on the housing. Functional testing found the knobs for expiratory and peep sit out of range. The expiratory control spindle was loose and the needle was stuck. Replaced the faulty oscillator, damaged interface board and patient valve assembly. Re-fit loose wedge packer, installed MRI battery, sintered filters, and o-rings for preventive maintenance. Also replaced the defective alarm reed. The root cause of the reported issue was found to be component failure and wear and tear on the nine (9) year old device.

Manufacturer narrative:
Found during pm. No patient involvement.